Event description:
Baxter (B)(4) received a report that an infusor leaked from the connection between the luer cap and the tubing during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact root cause of the reported leak condition was not determined.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the infusor's multirate control module for evaluation. Since the housing was not returned, the device's lot number could not be verified. Visual examination of the unit showed no obvious signs of physical abnormality that could have caused the reported condition. However, during the functional leak test, a leakage was detected at the junction of the tubing and the luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The lot number was not provided. Therefore, a batch review could not be conducted.